Manufacturer narrative:
Only the lens was returned to the manufacturer for evaluation. The insertion device was not returned. Visual inspection at 10x microscope magnification was performed and showed the lens was observed torn. One of the haptics was detached. The lens condition was consistent with a lens that has been removed. The reported complaint issue was verified. Manufacturing records were reviewed and the pcb00v unit was manufactured according to specification. The review identified no non-conformance associated with the production order this unit belonged to. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00v units. Based on the manufacturing record review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone number: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model pcb00v intraocular lens (iol) was torn in the patient's eye during the implantation procedure. The lens was removed and replaced. A back up pcb00v lens was implanted and there was no patient injury or visual acuity issue reported. No further information was provided.